Manufacturer narrative:
Additional patient result data was provided on (B)(6)2024. For patient 2, the initial calcium result was 12.0 mg/dl. The repeat result was 9.0 mg/dl. The customer has added an additional water wash before performing calcium testing. The investigation is ongoing.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer changed the analyzer lamp and cuvettes, cleaned the wash station, and performed biweekly and monthly maintenance procedures. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 11.69 mg/dl. The repeat result was 9 mg/dl. The sample was repeated on another c702 analyzer and the result was 9 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on (B)(6) 2023. The alarm trace showed an insufficient sample alarm on the day of the event. The field service engineer (fse) changed the lamp, changed the cuvettes, cleaned the bath, performed a carry-over check, replaced a sample pipette, checked pipettes and their positions, decontaminated the pipettes, checked the wash stations, adjusted pump and water pressure, and added an additional water wash for calcium testing. The service maintenance actions performed by the fse resolved the issue.